Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer had just started the integra 400+ (i400+) to begin the morning calibration and qc. The instrument was initializing when the customer noticed a strong burning smell. The customer stopped the analyzer and checked for the source of the burning smell, and indicated it was coming from the lamp area. The customer tried to replace the lamp, but was unable to remove the plug from the old lamp as it was melted into the connector. There were no instrument alarms. The customer indicated there was no smoke, no visible sparks and no flames. The laboratory was not evacuated due to the burning smell and no one had to seek medical attention. The field service representative found an issue with the absorbance printed circuit board module. He replaced the board and performed qc.

Manufacturer narrative:
The customer indicated the instrument is running "great" after the service visit.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted there may have been a loose connection (plug abs lamp to pcb abs module) which damaged the parts. When an electronic part gets damaged it can cause a bit of smoke and electrical smell. The issue was locally solved by the replacement of the pcb absorbance module and the absorbance lamp.